Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the device does not display images on 170-line. The front panel was also damage on the side. The faulty parts were replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the video system center had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation assumed that the pins of the video connector socket and the lock were worn out and damaged because the user connected the video connector with excessive force. This caused the communication between the scope and the video processor to be unstable causing b30 error (scope communication error) to occur. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.